Event description:
It was reported that an ilet insulin pump issued alert 38 for a stalled motor during insulin delivery, with repeated stalls occurring shortly after restarts. A dry run without supplies reached 120 units advanced, and after rewinding and replacing all new supplies, insulin delivery resumed normally. Symptoms included hyperglycemia reaching a high of 401 mg/dl. Outcomes included stabilization of glucose after supply change and no further alerts. Investigation included guided troubleshooting, dry-run testing without supplies, and replacement of infusion set and cartridge. Investigation of this case revealed that the pump motor functioned during dry testing, and the event resolved after new supplies and priming, indicating supply or set-related flow resistance rather than a persistent motor failure. It was concluded that the event was consistent with consecutive motor stalls during insulin delivery that resolved with supply replacement and was not associated with injury or hospitalization.